Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to reinstall the g5 application, enter the transmitter ID manually, ensure bluetooth is enabled and all applications are closed, then re-pair the transmitter using a second sensor, which as unsuccessful. No additional patient or event information is available.